Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that that patient's right ventricular (rv) lead had high unstable thresholds as a result of a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.